Manufacturer narrative:
Pump received with blank display due to a burned component on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and displacement test due to blank display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had low battery. The customer¿s blood glucose level was 390 mg/dl. The customer stated that they confirm red battery icon. Troubleshooting was not performed. The insulin pump will be returned for analysis.